Event description:
The customer reported that the third display screen on the core unit (g9 monitor) was flickering in and out during a case. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the third display screen on the core unit (g9 monitor) was flickering in and out during a case. No patient harm was reported. Investigation summary: the reported issue of the display screen on the g9 monitor flickering was resolved after the customer replaced the dvi to optic fiber cable for their keyboard video mouse switch. As such, it is likely that the display flickering issue was being caused by a defective video cable. Cable failure is likely a result of cable damage to either the cable itself or its connectors. Physical damage is likely to occur as a result of mishandling or wear and tear. Mishandling of a device can be related to dropping the device, hard impacts, or improper use. Damage to the device can extend to internal component vital for operation. Wear and tear due to aging or frequency of use can gradually degrade components. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Manufacturer narrative:
The customer reported that the g9 monitor third screen is flickering and going in and out. This issue happened during a case. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the g9 monitor third screen is flickering and going in and out. This issue happened during a case. No harm or injury occurred.